Event description:
Pursuant to info received from the physician, the pt was implanted bilaterally with combination gel/saline mammary prosthesis on 8/24/88. Subsequently, it was noted that the pt had developed auto-immune symptoms.